Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implants were not reported. It was reported that the physician provided general feedback that between 20-50% of his patients implanted with endurant aaa stent grafts experience post-implantation syndrome (pis). Some patients have mild post-implant fevers of 38 deg. C, and others have fevers of 39 deg. C. In general, the patients complain of severe lethargy and malaise that can affect daily living; the pis can last up to 30 days and then resolves. No interventions have been reported. The cause of the pis is unknown but may be related to such possible contributing factors as thrombus, complement activation, graft fabric, graft pins, or nitinol. The events resolved. No clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (fever), (lack of information, cause of event is unknown). Evaluation, conclusions: (lack of information, cause of event is unknown).